Event description:
It was reported that during surgery, when the synvasive oscillating saw blade was removed from the universal oscillating saw attachment, it was observed that five of the hub pins that hold the saw blade were broken. It was further reported that all of the hub pins were located and subsequently discarded. There was no report of patient injury or medical/ surgical intervention.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.